Manufacturer narrative:
On april 22, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 300cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease/fold, measuring approximately 5.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with mentor memorygel breast implants and experienced rupture on the right side and gel bleed on the left side postoperatively. As a result, the patient underwent bilateral device removal and replacement with mentor memorygel breast implants, catalog numbers 3502501bc on the left side and 3505251bc on the right side, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2021. This report is for the patient's right-sided device.